Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was 49 mg/dl. The customer stated that the insulin pump was functional but that she had been having low blood glucose values lately. The customer was advised to call the 24-hour product helpline for assistance. No products were returned or replaced.